Manufacturer narrative:
Unit p-cap or test reservoir locked properly in place. Insulin pump received with blank display due to cracked battery tube threads and a cracked case behind the pump at the battery compartment causing the battery tube to become loose and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back into the right position, monitored and no blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was received with a cracked case (corner of belt clip rails) and cracked battery tube threads. (B)(6) .

Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. Customer stated that insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.